Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) need repair of the battery drawer and clips. The drawer was "hard to open." Technical services provided the requested part numbers for the epg to the caller. The status of the epg is unknown. There was no patient involvement.